Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is being filed to report the gripper cap detachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium (la) to check the gripper orientation when the gripper cap without the dimple came off and could not be placed back on to secure and lock the gripper levers together. The cds was removed. Another cds was advanced however during grasping of the leaflets, when attempting to lower the grippers simultaneously, the posterior gripper would not lower. Troubleshooting was performed (raised grippers and locked the clip) which resulted in both grippers lowering therefore the clip was able to be deployed, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The reported material separation (gripper cap) was confirmed in the returned device analysis. Additionally, material separation (dark blue latch) was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported material separation of the dark blue latch and the gripper cap appears to be a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.